Event description:
New integra instruments arrived with rust. These are new instruments in the package currently non-sterile but intended for sterilization. Upon opening the packaging there was a lot of visible rust present on the instruments.

Event description:
New integra instruments arrived with rust. These are new instruments in the package currently non-sterile but intended for sterilization. Upon opening the packaging there was a lot of visible rust present on the instruments.